Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was not happy that they had to recharge their ins so frequently. The patient stated that they charged their ins up and by the evening it was already at 30 percent. The patient stated that they were told this occurred as the patient increased their stimulation during the day. The patient stated that they had not been reprogrammed or switched groups recently, but they had had the need to increase their parameters. It was reviewed how programmed parameters affect the recharge interval. The patient stated that their previous rechargeable system didn't need to recharge as often. The patient was redirected to follow-up with their healthcare provider (hcp) to discuss their recharge frequency and ask if they could perform a longevity estimate. It was indicated that the event had been occurring ever since they started charging after they were implanted ((B)(6) 2019). The patient also reported that ever since they received their implant it wasn't doing much for their pain. The patient stated that they increased it however they still didn't feel it. The patient was concerned that their battery ¿could be bad¿. The patient stated that they had a reprogramming session prior to calling. The patient was redirected to follow-up with their hcp to discuss their lower back pain further. The patient stated that they were concerned that based on their pain, this battery wouldn't last as long. It was indicated that the reported issue was considered to be sudden and occurred within a month of being implanted in (B)(6) 2019. It was reported that about a month after they were implanted, while the patient was in bed, all of a sudden their device shocked them so bad that they were screaming and crying. The patient stated that they felt the shocking at the ins site and the ins site hurts. The patient stated that this happened again the next night, however it wasn't as bad. The patient stated that it only happened those two times. The patient stated that the stimulation setting was turned down and the shocking stopped. The patient stated that they notified the healthcare provider (hcp) and the ins was checked, reprogrammed and they also had x-rays performed. The patient stated that they were told everything looked fine. Despite nothing being discovered the patient stated that they were scheduled for surgery on monday morning to move the ins from the left side to the right side as the patient stated that they had a lot of scar tissue (f rom their previous implants) on the left side. The patient stated that after the shocking incidents the ins had been hurting them real bad. The patient stated that if that didn't work, the hcp was just going to remove it. The patient stated that they may need to consider the drip implant as a next step. It was indicated that the reported issue occurred suddenly and about a month after they were implanted in (B)(6) 2019. No further complications were reported/anticipated.